Event description:
Healthcare professional reported via nbir, left side removal due to "deflation." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir, left side removal due to "deflation." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: broken observed on the radius side assessed as an unidentified (tear) opening and missing shell and valve assessed as inconclusive (shell thickness within specification).

Event description:
Healthcare professional reported via nbir, left side removal due to "deflation." Device has been explanted and replaced with non allergan device.